Event description:
It was reported they now wanted to go in from the side of the pump and pull out all the baclofen until they get csf fluid to ensure the pump was working. It was stated they did the revision during (B)(6) 2014, and they now had a giant mound on the side of their spine. It was stated this was better than having the lump on the tailbone, but now it didn¿t work. It was stated they did not know ¿what they did¿ but everyone who tested their spasticity and from her own experience said they were not getting baclofen out. It was stated that when the patient woke up from the (B)(6) 2014 surgery, their left leg was very stiff. It was stated it was totally contracted and hyper reactive, and now they could not walk. It was stated the patient ¿deduced that the pump did not work and something happened. They knicked the cord or who knew.¿ patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-04382, for issues concerning the lumps from the catheter remains.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. It was noted that this was the patient's 3rd operation since (B)(6) 2013.